Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused bronchoalveolar carcinoma left lung. The patient did report to receive medical intervention and had lung surgically removed and chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused bronchoalveolar carcinoma on left lung. The patient did report to receive medical intervention and had lung surgically removed and chemotherapy. The manufacturer received information stating that the user refused to return the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated.